Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the b30 error and loss of image occurred because of a temporary contact failure of the charged coupled device unit and/or internal board of the scope connector. Additionally, it¿s likely these temporary contact failures were due to moisture or water that invaded the device from the leaked location. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the subject device was displaying a b30 error code (scope communication error), and there was no video. The reported issue occurred while reprocessing the subject device. There was no patient or user injury reported due to the event.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the display screen was black and there was no image. The image returned after aeration of the device. In addition, service found there was a leakage from the bending section cover, there was a hole/cut on the bending section cover, and the adhesive on the bending section cover was cracked. There was a minor restriction while inserting the cleaning brush. The switch buttons #1 through #4 were not working. The bending section was dented. There was fluid invasion in the control body and the scope connector. The labels were illegible. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.